Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module didn't infuse, and the unit was running for about an hour without an alarm. There was patient involvement, but outcome was unknown.

Manufacturer narrative:
Omit: other occupation, report source other, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem, initial reporter occupation, report source. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of under infusion of vancomycin was not confirmed or replicated during the investigation. The returned device was evaluated to the extent of the tests and no anomalies were observed during laboratory testing. Laboratory test performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended. The event was reported to have occurred on (B)(6) 2025. The event time was not reported. On (B)(6) 2024, the pump module was attached to the concomitant pcu at 2:46:43 pm, and the ¿channel a¿ was assigned to the device. At 2:47:22 pm the pump module was selected, a rate = 200 ml/hr and a vtbi = 100 ml were programmed. The infusion was started. At 3:17:32 pm the infusion was completed (kvo). Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: device was opened for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported pump module that did not alarm was not identified during the investigation. The returned device was evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported that the large volume pump module didn't infuse tylenol, and the unit was running for about an hour without an alarm. The ordered rate of infusion was 400ml/hr with a volume to be infused of 100ml. There was patient involvement, but outcome was unknown. Although requested, further information was not provided.